Manufacturer narrative:
Info not provided. The lot number was not provided. Without the lot number it is not possible to determine the expiration date or manufacturer date of the product. No product was returned for evaluation. It appears the female may have some allergies to selected materials as noted during patch testing. End of report.

Event description:
A female hospital employee donned a 3m particulate respirator and surgical mask (catalog 1860) on (B)(6) 2016. The employee alleged that within five minutes she noticed itching and burning on her nose. She removed the mask and alleged redness on both sides and across the nose and under her eyes. She alleged the redness turned to blisters. She went to a doctor and was given prescription antibiotics (oral and topical). She was seen by an allergist on (B)(6) 2016. The customer has worn 1860 masks in the past without problems. Additional information - the customer has a history of rashes with the use of bandages. She developed erythema to tape used in patch testing. The customer reacted to the nose foam used in the patch testing; the allergist presumed the reaction was related to the polyester in the nose foam.